Event description:
T was reported that this left ventricular (lv) lead exhibited high threshold. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).